Event description:
No additional information. It was reported that bd insyte autoguard bc pro shielded IV catheter blood control technology 22 ga x 1.00 in was slow to retract and resulted in needlestick to the healthcare worker. The following information was provided by the initial reporter, translated from french to english. An incident on (B)(6) 2023 was reported to us by the nutrition department concerning the following device: the department states that the nurse pricked herself with faulty infusion equipment that did not retract quickly. Tests were carried out on around twenty catheters from the same batch, some of which retracted normally and some more slowly. This incident led to the declaration of an accident at work and an accident involving exposure to blood (aes).

Manufacturer narrative:
Investigation results: our quality engineer inspected the representative samples submitted for evaluation. Bd received (B)(4) sealed 22ga x 1.00in. Insyte autoguard bc pro units from lot number 2336531. The visual inspection did not discover any damage to the provided units. Each unit was tested by removing from the package, breaking tip adhesion, and then attempted to be retracted with catheter advanced halfway up the needle. All (B)(4) units passed specifications. The returned units provided for evaluation met and performed per the required manufacturing specifications. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failure stated in the report from the customer. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that bd insyte autoguard bc pro shielded IV catheter blood control technology 22 ga x 1.00 in was slow to retract and resulted in needlestick to the healthcare worker. The following information was provided by the initial reporter, translated from french to english. An incident on (B)(6) 2023 was reported to us by the nutrition department concerning the following device: the department states that the nurse pricked herself with faulty infusion equipment that did not retract quickly. Tests were carried out on around twenty catheters from the same batch, some of which retracted normally and some more slowly. This incident led to the declaration of an accident at work and an accident involving exposure to blood (aes).

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.